Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's family member stated the patient's health had deteriorated since getting the implantable pulse generator (ipg) implanted. It was further reported that the patient is deceased. Cause of death is unknown.